Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a representative that the customer had high blood glucose levels between 450 and 600 mg/dl. The customer stopped using the sensor due to nausea. The customer declined to speak with the helpline. No further details were provided.